Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: event date estimated. D4: the UDI is unknown due to the part/lot number was not provided.

Event description:
It was reported that during a procedure the whisper guide became stuck after attempting to remove with an unspecified device after that device was inflated. Both devices had to be removed as one unit. Another unspecified guide wire was used to successfully complete the procedure. There was no adverse patient effects and clinically significant delay was reported. No additional information was provided.

Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the electronic lot history record, corrective action tracking system for the web database review, and similar incident query was not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design, or labeling.